Event description:
It was reported that a no disposable pump won't run alarm occurred multiple times over 3 hours. The patient tried to troubleshoot the device and restarted the pump, but the alarm persisted. The pump was scheduled to be replaced. No patient injury was reported.

Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.